Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ asr revision - right hip; type of hip replacement product: unknown; reason(s) for revision: unknown. Update received (B)(6) 2014. Querying correct products. Hospital name amended. Surgeon name amended, reason for revision added. Type of hip replacement product: resurfacing reason(s) for revision: pain. Confirmation of correct products received. Lot number amended for cup. Femoral head added. New information received (B)(6) 2014: additional reasons for revision. Reason(s) for revision: pain, dislocations (not arising from traumatic event), alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months of post op).